Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt, who was implanted at another center, experienced two episodes of low flow states when connected to the power module. Low speed, low flow and pump off were noted. The log files were reviewed and there were multiple episodes noted of the pump struggling to reach set speed. These events were also associated with high power and high pi levels. The sheath around the metal connection of the percutaneous lead was slightly coming apart and the vad coordinator was instructed to stabilize it. The system controller was exchanged and the alarms continued and the speed dropped when connected to the power module. The percutaneous lead was evaluated and a fracture in the green wire of the lead was found. A representative from the MFR's technical service repaired the percutaneous lead. The pt remains ongoing with no further issues reported.